Event description:
It was reported that the patients ipg was non-functional after receiving the end of battery life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.